Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep replaced the display adapter, the single board computer, and the system interface pcb. The bios were reset and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system would import images from other pt files. No pt injury was reported.